Manufacturer narrative:
On 11-sep-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a deflation on the left breast implant. During the visual evaluation, two tears were observed (a and b). Tear a was noted in the anterior view, measuring approximately 1.0 cm, and tear b was located at the junction at the shell and patch. Microscopic examination in the tear a edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Microscopic examination was performed and the cause of the deflation could not be identified in the tear b. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received with 5560678 lot number. No adverse events were reported for this contralateral device. Therefore, no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On 22-aug-2020, mentor received additional information about the event: the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number of the suspect medical device is 5547682. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 430cc gel breast prostheses on (B)(6) 2020.

Manufacturer narrative:
On 17-sep-2020, mentor received additional information about the event. It was initially reported that the patient¿s left breast prosthesis that ruptured. New information received states that it was the patient¿s right breast prosthesis that ruptured. The explanting surgeon stated that one of the tears on the suspect medical device was done to ensure removal of the remaining saline. On 22-sep-2020, mentor completed a second investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation on the right breast implant. During the visual evaluation, two tears (a and b) were observed; tear a was noted in the anterior view, measuring approximately 1.0 cm, and tear b located at the junction between the shell and the patch. According to additional information provided, tear a was done in the office to ensure removal of the remaining saline. The microscopic examination was performed on the tear b edges and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 5560678 lot number. No adverse events were reported for this contralateral device. Therefore, no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).